Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, arteriovenous fistula.

Event description:
It was reported that at an unknown time in the past, the patient had an open revision, (tube graft), of an abdominal aortic aneurysm. 32mm and 36mm cuffs were implanted near the proximal graft anastomoses. Device tracking was unable to find any information on this procedure. On (B)(6) 2021, the physician relined everything, and the procedure was successfully completed. The patient tolerated the procedure. Received email from fsa grant rogers. The physician relined the devices because of a aorto enteric fistula originating near the distal end of the tube graft.